Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed tilt and perforation. The tip of the filter appeared to be at the level of the right vein and just below the level of the left renal vein. There was a mild apex lateral tilt of the filter which appeared to be due to mild tortuosity of the cava. The sixth struts of the ivc filter projected just beyond the wall of the ivc at the inferior most aspect without extension into adjacent structures including the aorta, duodenum, or right ureter. No fracture of the struts was identified. There was no indication of migration or stenosis. No further patient complications were reported in relation to this event.

Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed tilt and perforation. The tip of the filter appeared to be at the level of the right vein and just below the level of the left renal vein. There was a mild apex lateral tilt of the filter which appeared to be due to mild tortuosity of the cava. The sixth struts of the ivc filter projected just beyond the wall of the ivc at the inferior most aspect without extension into adjacent structures including the aorta, duodenum, or right ureter. No fracture of the struts was identified. There was no indication of migration or stenosis. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Correction: e1: initial reporter facility name: from: (B)(6).

Event description:
On (B)(6) 2009, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed tilt and perforation. The tip of the filter appeared to be at the level of the right vein and just below the level of the left renal vein. There was a mild apex lateral tilt of the filter which appeared to be due to mild tortuosity of the cava. The sixth struts of the ivc filter projected just beyond the wall of the ivc at the inferior most aspect without extension into adjacent structures including the aorta, duodenum, or right ureter. No fracture of the struts was identified. There was no indication of migration or stenosis. No further patient complications were reported in relation to this event.